Event description:
It was reported that the pt was experiencing stable angina and tiredness and after angiography was performed it was found that the previously placed stent (approx 2 years ago) had restenosed. The restenosis was treated with the placement of another stent. The pt's current health is excellent. No add'l info was available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.